Manufacturer narrative:
The failure investigation has been completed and the wake button issue was verified. Functional testing was performed and no failure was identified related to the reported high bg issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 303 mg/dl. Reportedly, the cause of the impacted bg level was unknown. The customer delivered a correction bolus to stabilize impacted bg level. Additionally, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was not impacted due to the wake button issue. Reportedly, customer will continue to use the pump for insulin therapy.